Event description:
Patient implanted with matrix mandible reconstruction plate and six screws on (B)(6) 2011. On an unknown date, the surgeon's diagnostics revealed three screw heads were broken from the screw body but remained seated the locking plate. On (B)(6) 2012, the surgeon explanted the three broken locking screw heads from the plate, added bone graft, repositioned the plate, inserted three replacement locking screws and completed the procedure. It was reported that the patient refused bone grafting upon the original implant date. This is 2 of 3 reports for this event.

Manufacturer narrative:
(B)(4): investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4): placeholder.